Event description:
Unit was explanted due to a report of no output. No further injury or complications associated with the event.

Manufacturer narrative:
H6-100 unable to interrogate and no magnet response. After the pacer circuit was reset, normal operations returned.